Event description:
Healthcare professional reported a right side capsular contracture, baker grade unknown and "a bulge to implant." The device has been explanted and replaced.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: creases fold, deformation device and weight to the spec. Cloudy and bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.